Event description:
The customer reported a serious injury event occurred without specific details. The nurse description identified two events on the same pt involving different modules. This report is for the first event. The second event is documented in 2016493-2013-00400. The pt was receiving vasopressin, phenylephrine and norepinephrine to keep her blood pressure stable. The nurse heard the pump beeping and flashing a red light on the inner left module and noticed that the module was displaying a "communication error". The nurse stated the communication error "forced me to unhook the module was displaying a "communication error". The nurse stated the communication error "forced me to unhook the module from the unit and plug it back in and restore the infusion settings." Vasopressin was running on the outer left module so removing the inner left module shut off both the vasopressin and norepinephrine (running on the module with the error). A red communication error flashed on the main pump and the display instructed the nurse to press confirm to clear the error message. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer did not record the device serial number and no device or device logs were returned, therefore no evaluation could be performed. The root cause of the customer's experience was not identified.